Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever and cloudy fluid. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event and was discharged at the time of this report. The patient was treated with imipenem injection (1 gram, once daily and route was not reported) and amikacin injection (100 mg , once daily and route was not reported). The patient has recovered from the event. Pd therapy was ongoing. No additional information is available.